Event description:
Customer's husband reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was 136 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with no act and up button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.